Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: a 13-month complaint history review and service history review for similar complaints was performed for aia-2000la, serial number (B)(4), from 30-nov-2016 through 31-dec-2017. There were no other similar complaints identified during the searched period. The aia-2000 operator's manual under a4. Appendix 4: error messages, states the following: 4383 wash syringe 2 home overrun cause: the home sensor activated improperly after movement of the wash syringe 2. The measurement result will be flagged (wu flag). Solution: contact tosoh service center or local representatives. The most likely cause of the reported event was due to a dirty b/f wash probe 2.

Event description:
On (B)(6) 2017 a customer reported that getting error message 4383 wash syringe 2 home overrun on the aia-2000la instrument. The customer was unable to run the aia2000la instrument, which resulted in delay in reported of patient results for alpha-fetoprotein (afp). On 01-jan-2018 the customer reported that after reseating and cleaning the b/f wash probes the issue was resolved. The customer confirmed that the tip of the b/f wash probe 2 had some white precipitate. The aia-2000la instrument was functioning as intended. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.